Manufacturer narrative:
H6. Health effect impact code: f26. Component code: g03001. D8. Was this device service by a third party? Unknown. The complaint investigation indicated that the cause of the result generated by the mindray cl6000i to be incorrectly transmitted was due to the incorrect configuration of the ¿analyzer type¿ parameter: the ¿analyzer type¿ parameter set to the value ¿analytical + closed samples¿, which is incompatible with cl6000i and therefore not handled by the aliniq ams driver. This caused the driver incorrect behavior. A review of the product labeling concluded that the issue is sufficiently addressed. No adverse trend was identified for the customer's issue. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified. Upon further review: d4 catalog number and UDI # corrected from 03r89-22 to 03r89-24; (B)(4). Manufacturing site remains the same.

Manufacturer narrative:
The complaint investigation indicated that the cause of the result generated by the mindray cl6000i to be incorrectly transmitted was due to the incorrect configuration of the ¿analyzer type¿ parameter: the ¿analyzer type¿ parameter set to the value ¿analytical + closed samples¿, which is incompatible with cl6000i and therefore not handled by the aliniq ams driver. This caused the driver incorrect behavior. A review of the product labeling concluded that the issue is sufficiently addressed. No adverse trend was identified for the customer's issue. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported the non-abbott mindray instrument reported values of 9.05, repeated at 14.03, but was transmitted to the lis by the abbott aliniq ams as 9.05 and 49.81. No impact to patient management was reported.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.